Manufacturer narrative:
Block a2: patient's exact age is unknown as it is unknown which patient experienced the reported event; however, the age range of the 5 patients that underwent the hot boring biopsy was 60-78. Block a3: patient's sex is unknown as it is unknown which patient experienced the reported event; however, of the 5 patients that underwent hot boring biopsy 3 were female and 2 were male. Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter facility name: (B)(6). Block g2: literature source kanesaka, takashi, et al. "Boring biopsy with rapid on-site evaluation for gastric gastrointestinal stromal tumor: a pilot study." Jgh open, vol. 7, no, 1, 2022, pp. 68-71, https://doi.org/10.1002/jgh3.12854. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage, major.

Event description:
Boston scientific corporation became aware of an event through the article "boring biopsy with rapid on-site evaluation for gastric gastrointestinal stromal tumor: a pilot study" written by takashi kanesaka et al. According to the literature, between july 2020 and february 2021, 12 patients with gastrointestinal stromal tumors (gist) were retrospectively reviewed. The patients underwent boring biopsy after endoscopic ultrasound (eus) for tissue sampling of gastric lesions. In some cases, rapid on-site evaluation (rose) was performed to confirm the specimen's adequacy. Conventional boring biopsy was performed in seven patients using a radial jaw 4 standard capacity biopsy forceps, and hot boring biopsy was performed in five patients using a coagulation radial jaw 4 hot biopsy forceps. Endoclips (non-bsc device) were used to close the wound at the completion of the biopsy. Among the twelve patients there was one adverse event. This report captures the event of delayed bleeding, which occurred in one patient who underwent hot boring biopsy using a radial jaw 4 hot biopsy forceps. Two days after the procedure, the patient underwent a gastroscopy procedure for melena. The biopsy wound was reclosed using endoclips and a blood transfusion was administered afterwards. There is no evidence of a device malfunction regarding the forceps, and it is unknown what caused the delayed bleeding. Boston scientific has been unable to obtain additional information despite good faith efforts.